Event description:
It was reported that the patient faced an infusion set came loose prematurely due to school activities event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name- medtronic minimed. Street-(B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.